Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked lcd window and cracked case display window corner.

Event description:
The customer reported via phone call that the insulin pump case was cracked and she thinks water entered into it. The customer¿s blood glucose level was 166 mg/dl. The insulin pump was cracked at the back of pump. Customer reported there was fluid under the lcd display. Customer stated the fluid is no longer underneath the screen. Customer reported the insulin pump was exposure to water. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.